Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was low flow and the device produced an alert 02. The device displayed that the pads were priming and then would abruptly stop. The target was 36°c, and the patient temperature was 36°c. The nurse disconnected and reconnected the pads holding only the blue tubing without success in fixing the issue. The pads were then emptied and disconnected, and the device was placed in manual mode. The pump hours were 2189.4, the flow rate was 1.5 lpm, the inlet pressure was -7.3 psi, and the circulation pump was 42% with only the fluid delivery line attached. The left thigh pad was then connected and the inlet pressure ranged from -4 to -1.8 psi, without improvement on another valve set. The left thigh pad was disconnected and the left chest pad was then connected. The inlet pressure was -0.8 psi. The left chest pad was then disconnected and the right thigh pad settled at 0.6 lpm, and -7.3 psi. With the right chest pad connected, the flow was 1.2 lpm, and inlet pressure was -7.2 psi. A left pad was then connected on the other side of the fluid delivery line, and received a low air leak message. The user was advised to change the left chest and left thigh pads. After changing the pads the flow rate increased to 3 lpm. Therapy was resumed; however, the patient expired due to natural causes. The nurse reported that the death was due to the patient condition and did not allege the death against the device. Clinical statement: the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was low flow and an alert 02. The device displayed that the pads were priming and then stops. The target was 36c and the patient temperature was 36c. The nurse disconnected and reconnected the pads holding only the blue tubing without success in fixing the issue. The pads were then emptied and disconnected and the device was placed in manual mode. The pump hours were 2189.4, the flow rate was 1.5lpm, and the inlet pressure was -7.3psi, and the circulation pump was 42% with only the fluid delivery line attached. The left thigh pad was then connected and the inlet pressure ranged from -4 to -1.8psi, without improvement on another valve set. The left thigh pad was disconnected and the left chest pad was then connected. The inlet pressure was -0.8psi. The left chest pad was then disconnected and the right thigh pad settled at 0.6lpm, and -7.3psi. With the right chest pad connected, the flow was 1.2lpm, and inlet pressure was -7.2psi. A left pad was then connected on the other side of the fluid delivery line and received a low air leak message. It was advised to change the left chest and left thigh pads. After changing the pads the flow rate increased to 3lpm. Therapy was resumed; however, the patient expired due to natural causes. The nurse reported that the death was due to the patient condition and did not allege the death against the device. Clinical statement: the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.

Manufacturer narrative:
Received 1 used chest pad and 1 used thigh pad. The visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and were noted to have use evidence, the pads were found with the correct trim pattern, the energy connector was found free of damages and presented a good connection. The pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: left thigh pad: a total of 3.82 l/min m2 of flow rate were registered during the test. Right chest pad: a total of 4.14 l/min m2 of flow rate were registered during the test. According to the test method, the flow rate was found to be acceptable on the two returned pads. The flow rate for this product must be above 2.4 l/min m2. The reported event could not be confirmed as the product met specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was low flow and the device produced an alert 02. The device displayed that the pads were priming and then would abruptly stop. The target was 36°c, and the patient temperature was 36°c. The nurse disconnected and reconnected the pads holding only the blue tubing without success in fixing the issue. The pads were then emptied and disconnected, and the device was placed in manual mode. The pump hours were 2189.4, the flow rate was 1.5lpm, the inlet pressure was -7.3psi, and the circulation pump was 42% with only the fluid delivery line attached. The left thigh pad was then connected and the inlet pressure ranged from -4 to -1.8psi, without improvement on another valve set. The left thigh pad was disconnected and the left chest pad was then connected. The inlet pressure was -0.8psi. The left chest pad was then disconnected and the right thigh pad settled at 0.6lpm, and -7.3psi. With the right chest pad connected, the flow was 1.2lpm, and inlet pressure was -7.2psi. A left pad was then connected on the other side of the fluid delivery line, and received a low air leak message. The user was advised to change the left chest and left thigh pads. After changing the pads the flow rate increased to 3lpm. Therapy was resumed; however, the patient expired due to natural causes. The nurse reported that the death was due to the patient condition and did not allege the death against the device. Clinical statement: the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.